Event description:
It was reported that the right atrial (ra) lead was surgically abandoned due to failure to capture. Subsequently a new lead was successfully implanted. No additional patient adverse effects were reported.

Event description:
It was reported that the right ventricular (rv) lead was surgically abandoned due to failure to capture. Subsequently a new rv lead was successfully implanted. No additional patient adverse effects were reported.

Manufacturer narrative:
This report contains correction in section b5 describe event or problem and section d4.